Event description:
Additional information: it was later reported that the catheter dislodgement/migration was at the distal (spinal) segment; a short piece 16 cm of catheter that was leaking was revised. Patient experienced withdrawal symptoms, especially increased spasms. Patient was not hospitalized. Following catheter revision on (B)(6) 2011, patient outcome was reported as 'doing great now'. Drug delivered via the device was dilaudid 20mg/ml at a daily dose of 5.497mg.

Event description:
It was reported that a pt had his catheter revised due to his hcp's belief that it had a leak. Per the reporter, the treatment plan for this pt is to replace the spinal section of the catheter. No pt symptoms were reported; the pt's status was undetermined at the time of the report. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.